Event description:
As reported by our edwards lifesciences japanese affiliate, during the transfemoral tavr procedure for a 23mm sapien 3 ultra resilia valve, an annular rupture occurred. A 23mm sapien 3 ultra resilia valve was deployed with 1ml less than nominal volume after post dilation. Post valve deployment, low blood pressure was observed. Increased pericardial effusion and leakage of contrast medium from the ncc side were observed by echo and aog. Pericardial drainage and protamine reversal were performed, and a decrease in pericardial effusion and increased in the blood pressure. Contrast-enhanced CT confirmed that there was no active bleeding and that the patient had developed a hematoma, so decision was made to follow up. Per the medical opinion, since there was calcification appeared to be bridging the ncc-lcc, we think that the area did not dilate and led to annulus rupture. The patient was transferred from the ICU to the ward on post op day (pod) 5 and began rehabilitation. The hematoma had not grown at that stage.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information provided, the cause of the rupture is unknown but may be related to the calcification appeared to be bridging the ncc-lcc, the physician thinks that the area did not dilate and led to annulus rupture, or the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by our edwards lifesciences japanese affiliate, during the transfemoral tavr procedure for a 23mm sapien 3 ultra resilia valve, an annular rupture occurred. A 23mm sapien 3 ultra resilia valve was deployed with 1ml less than nominal volume after post dilation. Post valve deployment, low blood pressure was observed. Increased pericardial effusion and leakage of contrast medium from the ncc side were observed by echo and aog. Pericardial drainage and protamine reversal were performed, and a decrease in pericardial effusion and increased in the blood pressure. Contrast-enhanced CT confirmed that there was no active bleeding and that the patient had developed a hematoma, so decision was made to follow up. Per the medical opinion, since there was calcification appeared to be bridging the ncc-lcc, we think that the area did not dilate and led to annulus rupture. The patient was transferred from the ICU to the ward on post op day (pod) 5 and began rehabilitation. The hematoma had not grown at that stage. Upon follow up, the patient's outcome is remission.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information received, sections g6, h2, b5: updated/corrected.